Event description:
During evaluation of a returned spectrum iq pump, the device did not recognize the door being closed. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device did not recognize the door being closed. The cause was identified to be the upper aux tail was not connected to the input output (I/o) board properly and the latch switch was not gapped properly. The upper aux tail was secured and the latch switch was adjusted to address this issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. Should additional relevant information become available, a supplemental report will be submitted.